Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was attempted to be used in the esophagus during an esophageal stenosis dilatation procedure performed on (B)(6) 2024. During the procedure, a balloon leak occurred. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.